Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was discharged three days later. The patient was treated with vancomycin injection (500 mg each 5 days, route and frequency were not reported) and fortum injection (500 mg, once a day, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.